Event description:
It was reported that patient experienced a corneal burn in the right eye, during a phacoemulsification procedure. The patient required sutures under layer with 10-0 nylon, outer layer with 6-0 chromic. Customer reported intra-op complications to be phaco tip clogged and dense cataract. The procedure was completed and no additional surgery required.

Manufacturer narrative:
Upon inspection and analysis of the unit the fse could not find a problem with the system. Engineer downloaded error event logs and there were no errors associated with patient injury. Engineer cleaned fan filter, vacuum transducer magnet, and performed vacuum calibration on the system. Five handpieces were connected and were all found to be good and all the output powers for all hand pieces were within the specifications. The unit was found to meet the required specifications. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.